Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
The caller alleged a variance between inratio inr results. The results were as follows: (B)(6) inratio = 1.4, (B)(6) inratio = 1.8, (B)(6) inratio = 4.9, (B)(6) inratio = 5.0, (B)(6) inratio = 6.4 at 9:49 am, (B)(6) inratio = 7.2 at 3:45 pm, (B)(6) inratio = 4.7, (B)(6) inratio = 7.0, (B)(6) inratio = 1.8. Reported therapeutic range = 2.5-3.5. Caller could not provide lot number of strips used, information regarding medications taken or coumadin dose for each test. She did report that the coumadin dose was changed when her inratio result changed. If the inratio result was high the coumadin was withheld for 2 days.